Event description:
It was reported that the user experienced high blood glucose and an insulin delivery stop related to an occlusion while using the ilet system with a reported blood glucose at 401 mg/dl. The user was unfamiliar with the term occlusion, was advised to perform a full supply change, and agreed to do so. Customer care provided support that included blood glucose follow up after a user guided full supply change. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion, with resolution steps initiated by changing supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.